Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed an opening through microscopic inspection assessed as surgical damage, observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿cyst(s) : unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture", "small breast cysts" which is not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", "small breast cysts" which is not device related. This record is for the left side. Device was explanted.